Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the imprecision on calcium, creatinine, and urea nitrogen methods occurred randomly. The customer performed a precision test on calcium and did not observe imprecision. The ccc specialist informed a siemens customer service engineer (cse) of the issue so that further troubleshooting could be performed. The cse contacted the customer and instructed the customer to reseat the heterogenous module (hm) wheel, which resolved the issue. During troubleshooting, it was also discovered that a probe was piercing the sample cup. The cse instructed the customer to realign the probe. The customer verified that the instrument was operational by running quality controls and patient samples and running a system check, all of which were acceptable. The cause of the imprecision on calcium, creatinine, and urea nitrogen results was a malfunction of the hm wheel. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center and stated that imprecision was observed on samples tested for calcium, creatinine, and urea nitrogen on their dimension exl w/lm instrument. It is unknown if discordant results were reported to physician(s). The customer provided one example of a discordant, falsely low calcium result. For that sample, the discordant result was not reported to the physician(s). The sample was repeated on the same instrument and resulted higher. The customer reported the repeat result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to imprecision on calcium, creatinine, and urea nitrogen results.